Event description:
It was reported that during a stenting treatment procedure a shaft break occurred. The target lesion was located in a "very" calcified unspecified blood vessel. A 2.50mm x 12mm promus element stent was used. As this device was advanced over an unspecified guide wire to the lesion. It was noted that the physician used extreme force to move this device from outside the catheter into the catheter and past the lesion. However, the shaft of the stent delivery system broke. The device was completely removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).